Event description:
It was reported when the device was used in a low anterior resection, the staples did not form. Consequently, the patient received a permanent colostomy and the o.r. Time was prolonged by one hour.